Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/03/2018, that on (B)(6) 2018, the patient experienced an intermittent audio output and an adverse event. Date of issue is an approximation. The patient stated his wife woke him up at about 6:00am and when she looked at the dexcom, it was displaying low. It was indicated that the patient missed the low alert at around 3:00am. The patient's wife administered the patient with glucagon and drove him to the hospital. The patient could not recall what occurred during the event. At the time of contact, the patient was doing good. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.